Event description:
The clinical laboratory has been performing in-vitro testing and has been using an parathyroid testing kit (pth) from MFR since 1989. At that time MFR published descriptive literature showing acceptable pt correlations with the pth kit. Similarly, MFR own normal range pt correlations were acceptable. In the fall of 1993 a college of american pathologists proficiency survey showed gross differences between the two methods. Prior surveys showed good comparisons. MFR did not inform users of any reason for this unexpected discrepancy. Subsequent to this survey MFR began to conduct additional in-house comparisons between the MFR kit and the other MFR's kit. This study is showing poor pt comparisions.